Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device, once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the customer just received the unit back from service and they have a system called nanthealth device integration solution they are connecting to the unit, they claim the unit work fine for an hour and then it stopped and gave an "error 90" and blank screen.

Manufacturer narrative:
Results of investigation: vyaire medical was able to trace the reported issue to a software memory corruption issue that is isolated to an output function for external communication. The function with the software bug is only when an external communication is activated, a code analysis has been done to confirm this issue. This is also corroborated by the duration on when the failure will occur after powering up the unit.